Event description:
Customer reported a blank display. Customer's blood glucose was unknown. The customer stated there was no visible damage or moisture exposure. The customer was advised to disconnect from the insulin pump nd revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.